Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having trouble with the implant where the "wire is that goes into the bladder." It was clarified that that this meant that they were sore, and it hurt when they pushed on the left side of their groin since (B)(6) 2016. The patient mentioned that they had a hard time getting up from a seated position due to the pain. It was indicated that their back had been bothering them, and both issues had progressively worsened. The patient had gone to the hospital for the pain, and was admitted overnight. They had a cat scan, but they didn't find anything that they thought could be causing the pain. The healthcare provider thought that it may be the patient's sciatic nerve. When patient services helped the patient sync with the implantable neurostimulator (ins), the ins was found to be off. The patient turned on stimulation and increased it to a comfortable level. The patient was implanted for urinary dysfunction/sacral never stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the patient saw their healthcare provider (hcp) and the back pain and groin pain has been resolved. The patient stated that a "cat scan and x-rays" were taken but the cause of the pain was not determined. At the end of the letter the patient stated that they "still have back pain" which contradicts the patient's previous statement about the pain being resolved. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that for a year or more, the patient¿s bladder had hurt all the time, and they had been leaking; they leak when they have to go to the bathroom, and they go through 3 pairs of pants a day. It was also noted that they did not currently feel stimulation. Troubleshooting showed that stimulation was on, the patient increased stimulation, and stated that they felt it comfortably in the correct area. It was noted that they would monitor their symptoms since a change was made and follow up with their healthcare provider if the issue did not resolve. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient called and reiterated information already reported in original report. Patient stated they turned their therapy off 2 weeks ago because it wasn't helping them anyway. Patient stated they had never changed the program from 2 since implant. Patient changed to program 3 at 2.25. Patient stated they were feeling stimulation on the left side toward their rectum. It was recommended the patient contact their healthcare provider for guidance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on november 6th reported they changed the setting, but the bladder still hurt on the right side. There were no further complications that have been reported as aresult of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported they changed the setting, but the bladder still hurt on the right side. There were no further complications that have been reported as a result of this event.